Event description:
It was reported that insulin was leaking from the back of the cartridge during tubing fill, and the user was on a third set of lines and cartridges; the user indicated the rubber stopper was protruding slightly from the cartridge, and education was provided that the stopper must be fully seated to prevent leakage. Customer care provided support that included remote troubleshooting and user education on proper cartridge preparation and stopper placement. Investigation of this case revealed leakage attributable to improper cartridge assembly with the stopper not fully inserted, consistent with user technique issues related to the cartridge and infusion set interface. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact such as hospitalization, medical intervention, or interruption of therapy beyond troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user technique.